Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during trials, the lps articular surface broke. No piece fell into the patient body. All pieces were found. No additional information according to per.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photographs were received; therefore, the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported part and lot combination. No medical records were provided. This complaint is not confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found signs of repeated use and a partial piece of the rail on the distal surface fractured off. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The device has a potential field age of over 15 years and exhibits signs of repeated use. This complaint was confirmed. The reported event is attributed to wear and tear of the device due to repeated use. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.